Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 50 mg/dl, followed by a loss of sensor readings after receiving a replacement alert. The user managed the episode with fast-acting carbs and replaced the sensor. No outside medical intervention was required.